Event description:
It was reported that a malfunction occurred, identified by a specific code, but it was not reset prior to contacting support. There was a report that the customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, assisted the caller, and confirmed that the malfunction did not recur after the reset. No further information was available regarding additional customer actions or outcomes.